Manufacturer narrative:
Initial reporter city: (B)(6)

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured when inflated at 6atm for 20 seconds. The device was removed without problem with the usual method and the procedure was completed with a different device. The patient was in good condition post procedure.